Event description:
It was reported that surgeon was using cutter to cut plate and part of the cutting blade chipped off.

Manufacturer narrative:
The reason for the serialization starting with 90xxx is to provide clarification following a change in stryker's electronic complaint systems. Investigation in progress but not yet complete.